Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen became frozen and unresponsive on the home screen. Customer's blood glucose level was not impacted. Customer stated he will revert to manual injections for continued insulin therapy.